Event description:
Complainant alleged that during training by facility staff, the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.